Manufacturer narrative:
Additional information: device manufacture date provided. Correction: product and related fields updated to proper value. Correction: no 510(k) provided as this device is not released for distribution in the united states.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the computer for the system, it began functioning as intended. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system was unresponsive during planning and the issue was resolved by rebooting. The computer was replaced several months ago nonetheless the issue that the system was unresponsive occurred for several times after the replacement. In addition, the copy and overwriting of registration points during planning occurred again. After creating registration points, deviation of level was noticed. Following recreating the registration points, overwriting occurred. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A software analysis was performed. The issue was determined to be caused by a known software anomaly that is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.